Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawer displayed a message indicating ¿not detected on bus¿. A field service engineer replaced the communication cube to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawers failed and was not detected on the communication bus, preventing users from accessing medications for a patient. The customer stated that multiple drawers and pockets exhibited this error, and despite multiple attempts to reboot the system, the issue remained unresolved. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.